Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: unexplained por¿s observed in the black box. No damage was found to battery compartment. Battery cap was not returned. A new test battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24hrs with test battery cap, no por¿s were duplicated. Corrosion observed in the battery compartment. Pump passes leak test. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/26/2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.